Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was alarming ext ppeak, safety valve, low peep, circuit occlusion and not delivering volume. The customer stated there was no patient involvement associated with this event.